Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that, foley catheter came out hours after being inserted on close inspection it was noted that the catheter was damaged, so balloon not inflated as that area where the damage was.

Manufacturer narrative:
The reported event is confirmed cause unknown. Received 2 photo samples. First photo shows product labeling confirming the batch # mykp5006. The second photo shows that the catheter's balloon with large tear present. Based on photo sample received the reported event is confirmed. Product labeling was reviewed for this investigation. The reported event is addressed within the labeling. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. No additional actions can be taken at this time. Corrections: d, f, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that, foley catheter came out hours after being inserted on close inspection it was noted that the catheter was damaged, so ballon not inflated as that area where the damage was.